Manufacturer narrative:
The insulin pump received with chemical burn on lcd window. There was no damage on lcd glass or display anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the pump had a display anomaly. The blood glucose at the time of the incident was 207 mg/dl. The customer states the display is not readable. The customer used a polishing agent. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.